Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the pt experienced red heart alarms which resolved shortly after they started. The pt was asymptomatic and nothing in particular triggered the alarms. The pt went into the hospital and his system controller, batteries and battery clips were exchanged. The hospital staff was unable to replicate the alarms and the pt was sent home. It was also reported that the pt had mentioned that he had heard some "grinding" and changes in the pump sound. Approx 4 weeks later, the pt's vent filter and waveform were evaluated, and it was determined that the pump was reaching the end of its life. The pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console, and remains stable awaiting a heart transplant.

Manufacturer narrative:
The pt remains stable, and is awaiting a heart transplant. Nor further info is available at this time. A supplemental report will be submitted, when the MFR's investigation is completed.